Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 02/08/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2007 due to history of deep vein thrombosis, pulmonary embolism and morbid obesity. Plaintiff is alleging embedment and that the device is unable to be retrieved. Plaintiff alleges pain and muscle spasms due to device implant.

Event description:
The patient alleges organ perforation and tilt. Patient notes the struts contact the l4 vertebral body, the right psoas muscle and the superior mesenteric vein. In addition, patient further alleges urinary diversion, muscle spasms, deterioration of lumbar spine and is moving up her spine. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2016, ¿impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ perforation, tilt, urinary diversion, muscle spasms and deterioration of lumbar spine. The reported allegations have been further investigated based on the information provided to date. The additional information regarding the alleged organ perforation does not change the previous investigation results. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported urinary diversion, muscle spasms and deterioration of lumbar spine are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2007 at (B)(6) hospital in (B)(6).¿ it is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2007 at (B)(6) hospital in (B)(6).¿ it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Dated 09nov2007, operative notes (attempted retrieval) reports, per surgeon, "however, as I attempted to collapse the filter, the filter would not collapse at all as it was severely adherent to the vena cava. At a point, the patient complained of some very very mild back pain as we were attempting to collapse the filter and at that point I decided to halt the procedure. A cavogram, demonstrated that the vena cava was completely intact. There was no evidence of extravasation."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip; vc perforation, unable to be retrieved, embedded, pain, dvt, osteoarthritis, vitamin deficiency". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain is directly related to the filter. Unknown if the reported osteoarthritis or vitamin deficiency is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Event description:
This additional information received on (B)(6) 2018 as follows: pt allegedly received an implant on (B)(6) 2007 due to a history of pulmonary embolism, deep vein thrombosis and morbid obesity. Pt. Is alleging vena cava perforation, device is unable to be retrieved, embedded filter and pain during failed retrieval. Pt. Further alleges osteoarthritis, vitamin k deficiency, urinary diversion, constant pain, constant muscle spasms, deterioration of lumbar spine and is moving up her spine. Additionally pt. Alleges two deep vein thrombosis after implant. There was one reported retrieval attempt (failed) on (B)(6) 2007.

Manufacturer narrative:
Patient code: vessels, perforation of (2135) - listed in the IFU. Vessel or plaque, device embedded in (1204) - not listed in the IFU. Thrombosis (2100) - listed in the IFU. Device code: no code available (3191) (device perforation) - not listed in the IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. F10) patient code: vessels, perforation of (2135) - listed in the IFU. Vessel or plaque, device embedded in (1204) - not listed in the IFU. Thrombosis (2100) - listed in the IFU. Device code: no code available (3191) (device perforation) - not listed in the IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating: "plaintiff is alleging embedment and that the device is unable to be retrieved. Plaintiff alleges pain and muscle spasms due to device implant". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Difficult filter retrieval due to embedment of filter legs or filter hook in the ivc wall is a well-known risk reported in the published scientific literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.